Manufacturer narrative:
Patient underwent an atrial fibrillation (afib) index cardiac ablation on (B)(6) 2025 and the patient experienced pseudo aneurysm at site of femoral puncture. Intervention performed was pressure bandages application. The outcome is recovering/resolving. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
Patient underwent an atrial fibrillation (afib) index cardiac ablation on (B)(6) 2025 and the patient experienced pseudo aneurysm at site of femoral puncture (adverse event #1). After the ablation procedure with the vizigo sheath (d138502) the adverse event was categorized as moderate and serious as defined by in patient or prolonged hospitalization. An admission date of (B)(6) 2025. The relationship to the study devices is not related. Relationship with the index study procedure was causal. The event was expected/anticipated. The outcome is recovering/resolving. Intervention performed was pressure bandages application.

Manufacturer narrative:
On 30-dec-2025, additional information was received indicating the patient¿s outcome has resolved with an end date of 17-oct-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).